Event description:
The physician succesfully closed a left arteriotomy site with the proglide device. Ten minutes after the procedure, the patient's leg became cold. The patient was sent to the operating room for surgery. A dissection was found during surgery. The doctor performed a patch of the common femoral artery (cfa). This event prolonged the patient's hospitalization by 3 days. At last report, the patient was doing okay.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.